Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [235350 summary.pdf]

Manufacturer narrative:
A bhr cup (74120156, 14mw13936 sn (B)(6) ) was received for investigation following hip revision surgery for pain, elevated metal ion levels and metallosis. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The bhr cup involved met manufacturing specifications at the time of production. Non-conformance was identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned device. Damage was observed on the rim of the cup. Scratches were also observed on the bearing surface of the cup. Wear analysis was performed to review linear and volumetric wear on the bearing surface of the bhr cup. The wear image identified a wear patch on the bearing surface for the cup, maximum linear wear for the bhr cup was 5.2¿m. Based on historic wear data, after 2.1 years in vivo, the measured linear wear on the cup is in line with the expected cup wear for a non-edge loaded smith and nephew large diameter metal-onmetal device. The position of wear on the acetabular cup shows that the femoral head was articulating within the bearing surface of the cup. The reported elevated metal ions, ¿foreign body reaction¿ noted in the pathology report, operative report for the left hip, and pain and gross findings during the first revision and the left revision, are consistent with findings associated with metallosis for both hips. There did appear to be improvement seen in the second revision with only small amount of metallosis around the acetabular capsule and improvement in cobalt level but relatively constant level chromium ions. Prior to the left revision, the metal ions were still elevated. The source and the root cause cannot be determined with the available documentation and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. Based on the returned parts and the information provided the root cause remains undetermined after investigation. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery of the acetabular cup only was performed due to pain, elevated metal ion levels and metallosis.